Event description:
Customer reported that the insulin pump alarmed motor error. Customer also reported that her blood glucose value was 68 mg/dl; treated by drinking juice. The paramedics were called and then the customer reacted. The device was not exposed to a strong magnetic field. Customer stated that the sensor feature was off at the time of the event. Customer is able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. The motor was tested outside of the device and passed.